Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom of keypad malfunction which were verified during evaluation when testing individual keys on the keypad. The keypad was determined to be the failing component. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad malfunction. There was no known patient injury or medical intervention associated with this event. No additional information is available.